Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead had dislodged shortly after the original implant. No electrical anomalies were noted. The lead was explanted and the patient¿s device was changed to a single chamber implantable cardioverter defibrillator with the atrial port being plugged because of the difficult anatomy. The atrial lead was successfully explanted and the right atrial port was plugged. The patient was discharged.